Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a cabinet was not syncing. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was unable issue medication from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cr cabinet was not synchronized. A technical support specialist stated that the cr cabinet had resumed synchronizing when tsc checked for all pending messages that had yet to be processed. The system functioned as intended after the technical support specialist completed troubleshooting the device.